Event description:
It was reported by the customer that the pyxis medstation es system nursing has reported an issue with a black screen,logs to determine the cause of the problem. A customer has reported that the user experienced a delay in dispensing medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station displayed black screen. A technical support specialist confirmed that the station experienced performance issues related to the error service control manager. The luafv service was unable to start due to the following error: this driver has been blocked from loading. This issue was determined to be non-recurring, and the customer has been advised to monitor the situation. The system functioned as intended after technical support specialist troubleshooted the device.